Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the 31 months post stent graft implantation the CT demonstrated a type iii endoleak, separation of two stent grafts. It was reported at the time of implant the aortic cuff was implanted prior to the bifurcated stent graft. The physician elected to reline the separation with an aneurx aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results and conclusions: (endoleak), (pending film review). Secondary intervention required.